Event description:
A medtronic representative reported that, mid-way through a posterior spine fusion procedure, the surgeon alleged an inaccuracy of approximately 2mm and stopped using navigation. The surgeon opted to cut down on time by mounting two reference frames: covering and imaging each individually. Open spine frame was at lower lumbar with camera/images taken from the foot of the bed and the vertex max low profile reference frame was mounted upper thoracic with camera/images taken from the head. The surgeon began with lumbar and successfully navigated instrumentation all the way through data set. When they changed to the upper thoracic data set, and moved the camera back to the head, the surgeon checked landmarks and proceeded. The surgeon then felt he had broken out left lateral on a pedicle which measured roughly 2-3mm, re-checked landmarks and determined that navigation was just slightly inaccurate - right of midline when checking the spinous processes, it was at this point navigation was discontinued. The medtronic representative recommended the surgeon re-verify the ball-tip pointer and re-localize with a different instrument altogether, the navlock thoracic tip. This trouble-shooting provided no improvement. The surgeon decided to switch to fluoroscopy for the remaining 6 screws instead of bringing the o-arm back in to re-register/image and skipped the small pedicle in question altogether. The surgeon stated he believed the reference frame could have been bumped too hard, or moved. The procedure was completed with no impact on patient outcome.

Manufacturer narrative:
Medtronic analysis is that for a child of this age, at this vertebral level, it is clear that the patient's pedicle was only 2-3mm - slightly larger than the screw - and a screw could easily break out of the pedicle without serious effect. Software files have not yet been received by manufacturer for investigation at the time of this report.

Manufacturer narrative:
Unable to determine root cause with information provided. Per the case description, the surgeon may have bumped the frame. If the frame to patient relationship changes post registration this can lead to inaccuracy. No further issues reported with system.